Event description:
It was reported that "alert/notification settings issue" occurred. The decedent's parent reported that the patient went to bed as usual (B)(6) 2024. Sometime in the middle of the night, he had a hyperglycemic episode and reportedly, ¿neither the g6 receiver nor app alerted him.¿ he was found at approximately 0800 on (B)(6) 2024, by the father, facedown and unresponsive. The father called emergency medical services and attempted resuscitation. Ems pronounced the patient dead at 0817. Plaintiff reports that the cause of death was hyperglycemia that led to cerebral edema. The patient was also reportedly integrated pump user (pump manufacturer was not specified in the legal complaint). The legal complaint notes that ¿at the time of his death, he was wearing a modified sensor and had modified software on his g6 receiver and app.¿ he was noted to have been g6 user since age 12. No product or data in dexcom cloud was provided for investigation at this time. Dexcom requested cgm data from the insulin pump partner with no data provided at this time. If cgm data is received a supplemental report will be filed with data investigation results. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.